Manufacturer narrative:
Concomitant medical products: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2015, product type: catheter, ubd: 25-sep-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 30 mg/ml of morphine at 14.97 mg/day, 10 mg/ml of bupivacaine at 4.98 mg/day, 1000 mcg/ml of clonidine at 99.1 mcg/day, and 499 mcg/day of fentanyl via an implantable pump for degenerative disc disease and spinal pain. It was reported on (B)(6) 2020, that a catheter leak was suspected, however, the rep did not have details at the time of the report. The physician stated they did a dye study, however, he did not provide the exact date or the results. The patient was scheduled for a catheter revision on (B)(6) 2020 additional information was received from another rep on (B)(6) 2020. It was reported the patient had not been getting adequate pain relief. The doctor determined the catheter was occluded. The catheter was revised surgically. The spinal portion of the catheter was removed and replaced with a new catheter. Only the spinal portion was removed. The doctor held the explanted catheter section up to the light following removal and saw a dark/black mass at the tip of the catheter. The doctor then cut open the catheter to conduct their own analysis. There were no environmental/external/patient factors provided that may have contributed to the issue. The issue was resolved at the time of the report, (B)(6) 2020. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.